Event description:
On (B)(6) 2025, signal artifacts and increases in saturations were observed on the left frontal depth lead secured with a dog bone with lead protection, placed contralateral to the rns. Programming changes were made at this time. On (B)(6) 2026, the lead was revised.

Manufacturer narrative:
(B)(4) evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.